Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device # 2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device # 2). An additional emdr was submitted to represent the bard/davol 3dmax (device # 1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard / davol 3dmax mesh (device # 1) or an unspecified bard/davol perfix plug (device # 2) on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol 3dmax mesh (device # 1) and the perfix plug (device # 2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.